Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), embedded device ("two metallic coils firmly embedded with the proximal portions of each fallopian tube") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included generalised anxiety disorder and aphthous ulcer. Concurrent conditions included overweight, cholelithiasis, uterine bleeding and adhd. Concomitant products included bupropion hydrochloride (wellbutrin), hydrochlorothiazide (hctz), lisdexamfetamine mesilate (vyvanse) and lisinopril. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced depression ("depression"), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced hypertension ("blood or heart disorder/condition type: htn"). In (B)(6) 2008, the patient experienced urticaria ("rashes or skin conditions type: hives") and rash ("rashes"). In (B)(6) 2009, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In 2010, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). In 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2014, the patient experienced tinnitus ("other injury(ies) or complication (s) please describe: tinnitus"), dizziness ("dizziness"), arthralgia ("joint pain") and abdominal pain upper ("stomach spasms"). In 2014, the patient experienced neuralgia ("neurological conditions of problems type: nerve pain"), feeling abnormal ("brain fog"), ovarian cyst ("tumor / teratoma / cancer type: cysts/ovarian cysts"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), irritable bowel syndrome ("ibs") and dyspepsia ("heartburn"). In (B)(6) 2014, the patient experienced hot flush ("hormonal changes describe: hot flashes"), mood swings ("mood swings") and night sweats ("night sweats"). In 2015, the patient experienced allergy to metals ("nickel allergy"). In 2016, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal periods") and pollakiuria ("bladder or urinary problems or changes frequency"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and she had surgery to remove the essure implant/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, anxiety, hot flush, mood swings, menstrual disorder, night sweats, post-traumatic stress disorder, urticaria, rash, pollakiuria, migraine, headache, nausea, neuralgia, feeling abnormal, allergy to metals, dysmenorrhoea, ovarian cyst, vaginal discharge, vision blurred, weight increased, abdominal distension, irritable bowel syndrome, dyspepsia, tinnitus, dizziness, arthralgia, abdominal pain upper and alopecia outcome was unknown, the genital haemorrhage, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, hypertension and dyspareunia had resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, hypertension, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, mood swings, nausea, neuralgia, night sweats, ovarian cyst, pollakiuria, post-traumatic stress disorder, rash, tinnitus, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Pathology test - on (B)(6) 2016: result: specimen: a. Uterus -1ft, hyst/bil salp (88307) clinical information: request to keep essure coils labeled in pathology pending request from legal team gross description: he myometrium is thickened up to 2 cm and is without nodules. Sections near the fundus demonstrate two metallic coils firmly embedded with the proximal portions of each fallopian tube. Both coils are dissected from the tubes and set aside per request. Representative sections, six cassettes. Final diagnosis: uterus, fallopian tubes, hysterectomy/bilateral salpingectomy: cervix -acute and chronic cervicitis with squamous metaplasia; no dysplasia identified endometrium - secretory phase myometrium - no significant pathologic abnormality uterine serosa - endosalpingiosis fallopian tubes - benign paratubal cyst involving one tube, metallic coils grossly identified within proximal portions of both tubes, see comment. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dysmenorrhea and pelvic pain. Most recent follow-up information incorporated above includes: on 25-apr-2019: pfs received with her demographic details were updated. Following events were added: hormonal changes describe: hot flashes, mood swings, abnormal periods, night sweats, abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal) type: uti, ptsd, rashes or skin conditions type: hives, rashes, bladder or urinary problems or changes frequency, migraines, headaches, blood or heart disorder/condition type: htn, nausea, neurological conditions of problems type: nerve pain, brain fog, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: cysts/ovarian cysts, vaginal discharge, vision/eye problems type: blurred vision, fatigue, weight gain, gastrointestinal or digestive system condition type: bloating, ibs, heartburn, other injury(ies) or complication (s) please describe: tinnitus, dizziness, joint pain, stomach spasms, hair loss and she did not underwent an essure confirmation test. Event onset date were added. Event severity added for: joint pain. Event outcome added for: blood or heart disorder/condition type: htn, depression, fatigue, abnormal bleeding (vaginal), menorrhagia, abnormal bleeding, infection (bladder/ urinary tract/vaginal) type: uti and dyspareunia (painful sexual intercourse). Medical history, lab data and concomitant medications were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and embedded device ('two metallic coils firmly embedded with the proximal portions of each fallopian tube') in an adult female patient who had essure (batch no. 626529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included generalised anxiety disorder and aphthous ulcer. Previously administered products included for an unreported indication: depo provera and ibuprofen. Concurrent conditions included overweight, cholelithiasis, uterine bleeding and adhd. Concomitant products included bupropion hydrochloride (wellbutrin), hydrochlorothiazide (hctz), lisdexamfetamine mesilate (vyvanse) and lisinopril. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced depression ("depression/psychological or psychiatric condition: depression"), anxiety ("anxiety/psychological or psychiatric condition: anxiety") and post-traumatic stress disorder ("ptsd/psychological or psychiatric condition: ptsd"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced hypertension ("blood or heart disorder/condition type: htn"). In (B)(6) 2008, the patient experienced urticaria ("rashes or skin conditions type: hives") and rash ("rashes"). In (B)(6) 2009, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In 2010, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). In 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2014, the patient experienced tinnitus ("other injury(ies) or complication (s) please describe: tinnitus"), dizziness ("dizziness"), arthralgia ("joint pain") and abdominal pain upper ("stomach spasms"). In 2014, the patient experienced neuralgia ("neurological conditions of problems type: nerve pain"), feeling abnormal ("brain fog"), ovarian cyst ("tumor / teratoma / cancer type: cysts/ovarian cysts"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), irritable bowel syndrome ("ibs") and dyspepsia ("heartburn"). In (B)(6) 2014, the patient experienced hot flush ("hormonal changes describe: hot flashes"), mood swings ("mood swings") and night sweats ("night sweats"). In 2015, the patient experienced allergy to metals ("nickel allergy"). In 2016, the patient experienced vision blurred ("vision/eye problems type: blurred vision/vision/eye problems type: blurred vision"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), menstrual disorder ("abnormal periods") and pollakiuria ("bladder or urinary problems or changes frequency"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and she had surgery to remove the essure implant/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, anxiety, hot flush, mood swings, menstrual disorder, night sweats, post-traumatic stress disorder, urticaria, rash, pollakiuria, migraine, headache, nausea, neuralgia, feeling abnormal, allergy to metals, dysmenorrhoea, ovarian cyst, vaginal discharge, vision blurred, weight increased, abdominal distension, irritable bowel syndrome, dyspepsia, tinnitus, dizziness, arthralgia, abdominal pain upper and alopecia outcome was unknown, the genital haemorrhage, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, hypertension and dyspareunia had resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, hypertension, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, mood swings, nausea, neuralgia, night sweats, ovarian cyst, pollakiuria, post-traumatic stress disorder, rash, tinnitus, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 135 lbs. There were three coils seen on the left side. The device had 6 coils outside the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Pathology test - on (B)(6) 2016: result: specimen: a. Uterus -1ft, hyst/bil salp (88307) clinical information: request to keep essure coils labeled in pathology pending request from legal team gross description: he myometrium is thickened up to 2 cm and is without nodules. Sections near the fundus demonstrate two metallic coils firmly embedded with the proximal portions of each fallopian tube. Both coils are dissected from the tubes and set aside per request. Representative sections, six cassettes. Final diagnosis: uterus, fallopian tubes, hysterectomy/bilateral salpingectomy: cervix -acute and chronic cervicitis with squamous metaplasia; no dysplasia identified endometrium - secretory phase myometrium - no significant pathologic abnormality uterine serosa - endosalpingiosis fallopian tubes - benign paratubal cyst involving one tube, metallic coils grossly identified within proximal portions of both tubes, see comment. Most recent follow-up information incorporated above includes: on 12-feb-2020: medical record was received. Lot number was added. Historical drug was added. Reporters were added. Event abnormal bleeding was downgraded. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and embedded device ('two metallic coils firmly embedded with the proximal portions of each fallopian tube') in an adult female patient who had essure (batch no. 626529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included generalised anxiety disorder and aphthous ulcer. Previously administered products included for an unreported indication: depo provera and ibuprofen. Concurrent conditions included overweight, cholelithiasis, uterine bleeding and adhd. Concomitant products included bupropion hydrochloride (wellbutrin), hydrochlorothiazide (hctz), lisdexamfetamine mesilate (vyvanse) and lisinopril. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced depression ("depression/psychological or psychiatric condition: depression"), anxiety ("anxiety/psychological or psychiatric condition: anxiety") and post-traumatic stress disorder ("ptsd/psychological or psychiatric condition: ptsd"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced hypertension ("blood or heart disorder/condition type: htn"). In (B)(6) 2008, the patient experienced urticaria ("rashes or skin conditions type: hives") and rash ("rashes"). In (B)(6) 2009, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In 2010, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). In 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2014, the patient experienced tinnitus ("other injury(ies) or complication (s) please describe: tinnitus"), dizziness ("dizziness"), arthralgia ("joint pain") and abdominal pain upper ("stomach spasms"). In 2014, the patient experienced neuralgia ("neurological conditions of problems type: nerve pain"), feeling abnormal ("brain fog"), ovarian cyst ("tumor / teratoma / cancer type: cysts/ovarian cysts"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), irritable bowel syndrome ("ibs") and dyspepsia ("heartburn"). In (B)(6) 2014, the patient experienced hot flush ("hormonal changes describe: hot flashes"), mood swings ("mood swings") and night sweats ("night sweats"). In 2015, the patient experienced allergy to metals ("nickel allergy"). In 2016, the patient experienced vision blurred ("vision/eye problems type: blurred vision/vision/eye problems type: blurred vision"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), menstrual disorder ("abnormal periods") and pollakiuria ("bladder or urinary problems or changes frequency"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and she had surgery to remove the essure implant/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, anxiety, hot flush, mood swings, menstrual disorder, night sweats, post-traumatic stress disorder, urticaria, rash, pollakiuria, migraine, headache, nausea, neuralgia, feeling abnormal, allergy to metals, dysmenorrhoea, ovarian cyst, vaginal discharge, vision blurred, weight increased, abdominal distension, irritable bowel syndrome, dyspepsia, tinnitus, dizziness, arthralgia, abdominal pain upper and alopecia outcome was unknown, the genital haemorrhage, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, hypertension and dyspareunia had resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, hypertension, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, mood swings, nausea, neuralgia, night sweats, ovarian cyst, pollakiuria, post-traumatic stress disorder, rash, tinnitus, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: current weight 135 lbs. There were three coils seen on the left side. The device had 6 coils outside the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Pathology test - on (B)(6) 2016: result: specimen: a. Uterus -1ft, hyst/bil salp (88307) clinical information: request to keep essure coils labeled in pathology pending request from legal team gross description: he myometrium is thickened up to 2 cm and is without nodules. Sections near the fundus demonstrate two metallic coils firmly embedded with the proximal portions of each fallopian tube. Both coils are dissected from the tubes and set aside per request. Representative sections, six cassettes. Final diagnosis: uterus, fallopian tubes, hysterectomy/bilateral salpingectomy: cervix -acute and chronic cervicitis with squamous metaplasia; no dysplasia identified endometrium - secretory phase myometrium - no significant pathologic abnormality uterine serosa - endosalpingiosis fallopian tubes - benign paratubal cyst involving one tube, metallic coils grossly identified within proximal portions of both tubes, see comment. Lot number: 626529, manufacturing date: 2008-02, expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation and genital haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.